Event description:
It was reported there was possible inappropriate pacing from the right ventricular (rv) lead and there was intermittent undersensing. It was noted that the electrogram showed varying r-wave morphologies. Settings for the rv lead were reprogrammed to help decrease the chance of undersensing and over pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.